Manufacturer narrative:
After battery installation, the device displayed a frozen screen because the down keypad button was not working. After further examination of the unit¿s interior, electrical board is heavily corroded just about everywhere at the bottom of the board. Unable to perform the displacement and self tests due to the frozen screen and keypad anomaly. Device received with a crack on the battery tube which extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer's blood glucose was 89 mg/dl. The customer just got out of the tub when the insulin pump started beeping and shut downs and beeps and only the medtronic logo appears and it was frozen on that screen. There was no response on all buttons. Customer reported that the time clock advances. Customer was calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. The customer was advised to revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.